Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice transfer set leaked during the initial drain of peritoneal dialysis. The leak was at the connection point to the cassette. The patient stated the connection appeared to be a normal connection. The patient came into the center to have the transfer set replaced. The registered nurse (rn) stated that they did not see any damage to the transfer set or the patient line but the transfer set was replaced anyway. The rn could not verify if the line was connected properly or tightened enough. Since then therapy has been going well. The patient did not get any alarms with this call. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.